Event description:
Handle would not release from the broach. Another identical device available and case completed as originally planned without any delays or medical intervention.

Manufacturer narrative:
Method - review of device history, complaint history. Device history review determined all devices in the specified lot were accepted into final stock with no reported discrepancies. Complaint history review found no other events for the product lot, catalog number, or similar devices with the same locking mechanism. When completed, the evaluation summary will be submitted in a supplemental report.